Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 pocket b1 was not detected on the communication bus. A field service engineer reseated the retractor band and row board cable to resolve the issue. A field service engineer also confirmed that there was patient involvement and delay in dispensing medication due to pockets being failed upon attempts to pull medications. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system auxiliary drawer 5 pocket b1 was not detected on the communication bus. There were no adverse events or injuries reported based on this event.